Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that none of the medication put into the pump had helped her. The caller stated that her pump had been empty close to a year and she required healthcare provider (hcp) listing to find someone to refill it. No further complications have been reported as a result of this event.